Event description:
It was reported by the customer, the adc device did not show any reading/messages and therefore the customer was unable to obtain readings. The customer required treatment with orange juice provided by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Sensor plug was properly seated. No failure modes were observed upon visual inspection of the plug assembly. Attempted to scan sensor using approved software. However, the sensor did not scan. Sensor was sent for further investigation and de-cased. A visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The returned battery was measured and was found to be within specification. The solder of the asic chip (application specific integrated circuit) was then re-flowed, however sensor would still not scan. Therefore, this issue is confirmed to faulty asic. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. An investigation was performed for the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. An attempt was made to replicate the issue using similar device configuration. However, glucose readings were successfully received and the complaint was not able to be reproduced. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported by the customer, the adc device did not show any reading/messages and therefore the customer was unable to obtain readings. The customer required treatment with orange juice provided by third-party. There was no report of death or permanent impairment associated with this event.